Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on (B)(6) 2018, field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse removed the sample rack cover and found dirt and debris inside the loader, as well as a thermal paper printout covering the x1-axis sensor. Fse removed the obstruction and thoroughly cleaned the sample loader. Fse performed a check of the horizontal x axis of the sample loader, pitch axis of the sample loader, rack rotation test on sample loader, and rack rotation. All passed and were within specifications. Fse then ran quality controls (qc); all results were within acceptable range. The aia-900 instrument is functioning as intended, and the error cleared. No further action is required by field service. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from (B)(6) 2017 through (B)(6) 2018. There was one (1) similar complaint identified during the searched period. The aia-900 operator's manual under section 12: flags and error messages states the following: 2301 is sample rack not moved is generated when the rack feed detection sensor s072 failed to detect rack movement when step (x1) feed took place. The solution is for the operator to check the direction of the sample rack and also whether or not there are any obstacles. If the trouble reoccurs, contact the tosoh local representatives. Check s072 and the step feed mechanism. The most probable cause of the reported issue was due to debris and thermal paper obstructing the x1-axis sensor.

Event description:
On (B)(6) 2018, a customer reported getting error 2031 sample rack not moving on the aia-900 instrument. Customer is unable able to run luteinizing hormone (lh ii) and estradiol (e2) patient samples. Field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for lh ii and e2. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
(B)(4) per exemption number e2017013. Correction to the date for dispatch that was previously reported event under MDR importer #3005529799-2018-00180 / MFR # 8031673-2018-00180: on 13-feb-2018, field service engineer (fse) was dispatched to the customer's facility to address the reported event. Fse removed the sample rack cover and found dirt and debris inside the loader, as well as a thermal paper printout covering the x1-axis sensor. Fse removed the obstruction and thoroughly cleaned the sample loader. Fse performed a check of the horizontal x axis of the sample loader, pitch axis of the sample loader, rack rotation test on sample loader, and rack rotation. All passed and were within specifications. Fse then ran quality controls (qc); all results were within acceptable range. The aia-900 instrument is functioning as intended, and the error cleared. No further action is required by field service.

Event description:
N/a.